Event description:
The manufacturer has been informed of the passing of a patient who had been using a rep dreamstation auto CPAP device. The patient's wife reported receiving a letter regarding the return of her husband's device, but since he passed away two years ago, she is unsure of the device's whereabouts or what happened to it. No further details were provided, and there is no indication that the device was related to the patient's death. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.